Event description:
The customer reported, three pts having stenotrophomonas maltophilia. The customer used cidex activated dialdehyde solution to clean their scopes. The customer inquired if stenotrophomonas maltophilia could be caused by the way they process their scopes. The customer's scopes process was reviewed and the customer was educated on the IFU for the cidex activated dialdehyde solution. The customer stated, the pts were fine and the physician is monitoring the pts.